Manufacturer narrative:
The device, which was used in a procedure, was not returned for evaluation. Visual inspection and functional testing could not be performed. A relationship, if any, between the device and the reported incident could not be confirmed. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. Without supporting clinical/medical documents, a thorough investigation cannot be performed. If additional supporting medical documents are received this complaint will be reassessed. Factors that are known to contribute to the alleged fault/failure may include a material failure. If the product is returned in the future the complaint can be reopened and evaluated. This failure mode will be trended to assess for any necessary corrective actions. No further investigation is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a procedure, the saw blade became black while using it and was loosing particles. There was a backup device available. No delay or patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.